Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt has a lead for off-label use. It was reported the pt's lead was repositioned on (B)(6) 2012, due to the pt receiving coverage in an unintended area. Adequate coverage was regained post-op.